Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called in stating the pump screen is cracked and can't be used. The agent arranged for a replacement. There was no report of any patient harm or adverse event associated with this report.